Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2019. The revision surgery occurred because of a reported collapsed tibial tray. During the revision, all omni components, the tibial insert, retaining bolt, tibial baseplate, femoral component, and patella were removed and replaced with non-omni product.